Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use at the time of the event and during diagnostic procedure issue got happened and the procedure was completed by moving the patient to another room. It was reported that the system would not fully boot. Review of the logfile confirmed the ¿host pc¿ and empty battery or disk bay malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the host pc and lateral ippc were defective. The defective host pc was returned for failure analysis and confirmed that the failed component was motherboard. Fse replaced new host pc and hdd and recreated both the frontal and lateral configurations and performed testing. After the replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not fully boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.